Event description:
A surgeon reported that a system message displayed and the intraocular pressure control was unable to be used during surgery. The product was exchanged and the procedure was completed with no harm to the pt.

Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for eval. A root cause has not been identified. (B)(4).